Event description:
A pt diagnosed with recurrent diverticulitis, underwent laparoscopic sigmoidectomy. An end-to side anastomosis was created with the car device 12 cm from the anal verge. The pt had fever (37.8 max) on pod-5. CT - scan showed large amount of free air and fluid. Re-laparotomy confirmed anastomotic dehiscence. Hartman procedure was performed. Diarrhea was indicated two days prior to the event.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the production history file of the device was reviewed and found to be in order and the ring was found to be released according to the product specifications. Reduction in the hemoglobin levels (from 12.6 prior to the surgery to 9.5 post operatively), may be related to bleeding during the surgery, which is correlated to an increase in the rate of colorectal anastomoses failure. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.